Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests; however, an "insert battery" message would often occur while measuring the current with the battery simulator. This is due to poor contact between the battery sleeve and the terminals of the battery simulator. This situation likely occurred with whatever battery cap was used with the unit. After visual inspection, did not note any previous moisture presence or corrosion on the battery sleeve. The battery sleeve though does appear to be pushed down slightly. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed pump error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Hold for raven 6/20/19it was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was unknown. The customer reported that the pump constantly ask for new battery and was unresolved. The insulin pump will be returned for analysis.